Event description:
It was reported that a minimum fill notification occurred when the caller attempted to load a new cartridge. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller received guidance on the recommended minimum fill level and added insulin to the cartridge, successfully completing the load process and resuming insulin delivery.